Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement power cable 4.4m shipped to site (B)(6) 2015. Medtronic investigation of returned suspect power cable 4.4m finds that the outer jacket is cut/scraped exposing conductors. Physical damage - cable-cut and damaged. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed except hardware test failed. Visual inspection found damaged power cord. Exposed internal wiring. Replaced power cord. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported a site had a navigation system damaged power cable. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.